Event description:
Facility reported bloodline came apart during treatment at the saline line connection. Blood was returned to the patient. Blood loss was less than 100cc. No pt ill effect. Reportedly the treatment lines were replaced and the treatment was able to be completed with no further medical intervention to this patient. Sample is available.